Event description:
Reporter alleged that the inform meter showed signs of melting and burning. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).